Event description:
The reporter stated that the surgeon attempted to insert a aq2003v three piece silicone lens. The cartridge tip tore prior to the lenss being inserted into the eye. The lens was stuck in the cartridge. No patient injury. The lens was the cause of the cartridge tear.